Manufacturer narrative:
Concomitant medical devices: model: 5076-58, lead; implanted: (B)(6) 2002. Model: 401258, lead; implanted: (B)(6) 1984. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was oversensing noise, and a lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.